Event description:
It was reported that during an urinary organ procedure, the device would not release after firing. A deviced of a different product code was used to complete the procedure. There was no patient consequence.